Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated a crack was present on the side window of the insulin pump. Customer reported dropping the insulin pump twice in the past. Customer's blood glucose was 463 mg/dl. Customer was able to treat their blood glucose with several boluses. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.